Manufacturer narrative:
The device was returned and evaluated, and the issue was not confirmed. Additional findings include the following: the front panel mouth was damaged; bottom chassis and front panel chassis rusted; top cover rusted; charred fuse component on alternating current (ac) inlet of power supply; worn out scope socket; poor connection; corrosion inside air pump tubing; and the non-olympus lamp life meter was reading below 50 hours, light intensity output measured within range. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that when the evis exera ii xenon light source was first turned on, the lights were flashing. After turning the unit off and on, the lights would no longer flash. The event occurred during preparation for use. There was no patient involvement. There was no harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since it was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the flashing front panel could not be identified, nor could the phenomenon be confirmed/reproduced. Also, based on the results of the legal manufacturer's investigation, a definitive root cause of the burnt fuse component on the ac inlet of the power supply could not be identified. However, it¿s likely the cause is related to a bad power supply. Olympus will continue to monitor field performance for this device.